Manufacturer narrative:
The patient was reported to be over 18 years of age.

Event description:
This report pertains to two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-04012, pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient was last seen (B)(6) 2012, complaining of incontinence and sensation that her bladder was falling. The physician referred the patient to a gynecologist. The patient has not been seen since. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.